Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for inspection and the distorted image was not confirmed. Based on the results of the investigation and historical data, a possible cause could not be determined as the malfunction could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end boots of the deflectable videoscope was damaged with pinhole and laceration. The event was noticed during preparation for use. There were no reports of patient involvement.